Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope had a blockage and was unable to go through a reprocessing cycle in the automatic endoscope reprocessor. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign debris protruding from the air/water nozzle. The foreign debris was a rubber like material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation also found the distal end adhesive was lifting, the automated leak test failed, and the air/water volume and water removal did not meet specification due to the blockage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.